Manufacturer narrative:
(B)(4).the sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a broken male tip luer lock . The root cause of this condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
The customer reported to a baxter sales representative of a micro volume extension set that has the end of the tubing broken off, and the broken piece is situated in the female luer of an unknown set. This reported condition occurred during patient-use. There was no patient injury or medical intervention reported. No additional information is available.